Event description:
It was reported that the customer was in the intensive care unit with diabetes ketoacidosis and high blood glucose of 555mg/dl. The customer experienced vomiting, back ache, shaking, and nauseous. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, and bolus wizard settings were correct. Unsure if the basal rates were correct. Performed the high pressure test and the test passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.